Manufacturer narrative:
A1 - patient identifier: (B)(6). (Different sample ids from the same patient) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98 .

Manufacturer narrative:
Section g1 contact information was updated to reflect the current contact (B)(6). The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of ticket trending did not identify any related trends for the product for the issue. The device history record was reviewed for the architect stat high sensitive troponin-I and did not identify any non-conformances, potential non-conformances or deviations associated with the lot number and complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In this case sample integrity issues at the time of testing could have contributed to the customer¿s observation. Per the ticket notes, review of the customers instrument log showed aspiration error code 3350 was returned upon processing of the sample(s) due to a clot error. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent lot 53041ud00.

Event description:
The customer reported one patient with a falsely elevated architect stat high sensitive troponin-I result. The following data was provided: on (B)(6) 2023: sid (B)(6). Initial result = 258.748 pg/ml. Repeat result = 3.553 pg/ml. Sid (B)(6). (New sample of this patient which was re-collected after 1 hour): initial result = 3.248 pg/ml. Repeat result = 3.195 pg/ml. Customer¿s normal range = < 34.2 pg/ml there was no impact to patient management reported.

Event description:
The customer reported one patient with a falsely elevated architect stat high sensitive troponin-I result. The following data was provided: on (B)(6) 2023. Sid (B)(6). Initial result = 258.748 pg/ml. Repeat result = 3.553 pg/ml. Sid (B)(6). (New sample of this patient which was re-collected after 1 hour): initial result = 3.248 pg/ml. Repeat result = 3.195 pg/ml. Customer¿s normal range = < 34.2 pg/ml. There was no impact to patient management reported.